Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) was performed and there were no issues found within the record associated to the reported issues. Regarding the failure of the printed circuit board, based on the results of the investigation and additional information that was provided, since the device was manufactured over 7 years ago, the issue was likely due to either a contact failure of the connector or a failure of the board related to the detection of the 180 scope, due to deterioration from long-term use. Another possible cause is the device was used with foreign matter such as dust, dirt, or the remainder of the chemical liquid adhering to the electrical contact of the 180 scope connector of the device. The instructions for use (IFU) provides the following caution: "do not clean the videoscope cable connector socket, the terminals, and the ac mains power inlet. Cleaning them can deform or corrode the contacts, which could damage the video system center." Regarding the worn-out lock latch, based on the results of the legal manufacturer¿s investigation, since the device was manufactured over 7 years ago, the issue was likely caused by deterioration due to long-term use. It is also possible that it was caused by the user attempting to pull out the video connector without lowering the unlocking lever, or that excessive force was applied to the locking lever (video connector socket) or video connector. The IFU provides the following cautions regarding the connection of an endoscope: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear." "Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a worn-out lock latch on the video connector was found causing a poor connection. A faulty patient board set was causing the reported issue. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported color issues on a video system center, when the scope is connected, the screen showed vertical lines. No patient involvement or injuries were reported. No additional information has been obtained.